Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high right ventricular (rv) lead thresholds and loss of capture. It was further reported that the night of implant threshold and pacing were normal and morning xray appeared normal. Later device checked showed loss of capture and neither unipolar nor bipolar capture was possible at maximum outputs. The patient was reported to have been violently coughing before procedure which continued post implant and a microdislodgement was suspected. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.